Event description:
It was reported that when using the bd pyxis¿ medbank tower patients details were not crossing over to mql. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the patient was not crossing over. A technical support specialist (tss) was identified that a system change had been implemented on the receiving side, and the new system initially did not accept ack messages from the sending system, resulting in a buildup of messages in the queue. The issue was resolved by updating a configuration setting on the receiving system, after which messages were processed normally. The system functioned as intended following the technical investigation.